Event description:
An optometrist reported a pt with trace diffuse lamellar keratitis (dlk) in the right eye one day following lasik treatment. The pt's topical steroid dosage was increased and is scheduled to return in three weeks. In a follow up with the optometrist, she indicated the pt was seen on (B)(6) 2014 and the dlk had resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).